Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged. Upon follow up, the customer reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Reportedly, the customer reverted to manual injections for alternate insulin therapy.